Event description:
The 200 laser fiber was being used during patient's surgery. Surgeon and tech stated something smelled like smoke. Smell was coming from port where the laser fiber screws into the laser. Laser fiber was detached and checked. End of the laser fiber was blackened and the corner looked as if it was beginning to melt. Laser was shut off, laser fiber was replaced and replacement laser was used. Sales rep was notified. There was no harm to the patient.